Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the apollo micro catheter was returned for analysis. The 3.0cm detachable tip was found to be detached and missing from the apollo micro catheter. Upon visual inspection, no irregularities were found with the apollo hub. The catheter was flushed with water and found to be patent. No blood was observed during flushing. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be 1.3mm which is within specification. No other anomalies were observed. Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached and missing from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. Since the detached tip were not returned; any contribution of the detached tip to the issue could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that apollo catheter tip detached prematurely during insertion of the guidewire. The patient underwent embolization treatment for a arteriovenous malformation (avm). The vessel was observed moderately tortuous. It was reported that put the wire inside the apollo catheter and become detached. There was not any friction or difficulty during delivery. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter flushed as indicated in the IFU.